Event description:
The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. While the increase in seizures could not be evaluated in the product analysis, or pa, lab, proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No signs of variation were observed and diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other of adverse conditions found with the generator.

Event description:
It was reported the patient was referred for prophylactic replacement due to experiencing an increase in nocturnal seizures which resulted in hospitalization. Per the physician, the nocturnal seizures are idiopathic. The patient's generator was later replaced. The device is being returned by the explanting facility but has not been received to date. Attempts for further information have been made. No additional relevant information has been received to date.